Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the related pacemaker triggered an automatic safety switch due to this right ventricular (rv) lead exhibiting high, out of range impedances of 2019 ohms. Additionally, the right ventricular amplitude was out of range. The electrogram (egm) was clean artefact/noise free in the most recent transmission. It was noted that the patient is 100% ventricular paced. This right ventricular lead and the pacemaker remain in service. No adverse patient effects were reported. Additional information: further details regarding the status of this event were requested from the field; however, no further information is available.

Event description:
It was reported that the related pacemaker triggered an automatic safety switch due to this right ventricular (rv) lead exhibiting high, out of range impedances of 2019 ohms. Additionally, the right ventricular amplitude was out of range. The electrogram (egm) was clean artefact/noise free in the most recent transmission. It was noted that the patient is 100% ventricular paced. This right ventricular lead and the pacemaker remain in service. No adverse patient effects were reported.